Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet only, after which glucose readings resumed while on the call without any troubleshooting. No adverse clinical symptoms reported, and there were no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. User support included complaint intake, review of device performance based on user report, and education on cgm communication and signal recovery. Investigation of this case revealed transient loss of communication between the cgm and the ilet with spontaneous restoration of signal, with no device alarms and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent communication disruption.

Manufacturer narrative:
Initial.